Manufacturer narrative:
(B)(4). The 5.0mmx40mmx120cm supera and the two 4.0mmx80mmx120cm supera devices mentioned are being filed under separate manufacturer report numbers. There was no reported device malfunction and the product was not returned. The reported patient effects of occlusion and restenosis are known observed and potential patient effects as listed in the absolute pro instruction for use (IFU). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query is not required as the complaint details and the lot history record review did not reveal a potential device issue related to the reported incident. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that due to weakness and decreased circulation in the leg, on (B)(6) 2012 the 6.0mmx60mmx135cm absolute pro stent was deployed in the left femoral artery. During routine follow-up, occlusion was noted in the deployed 6.0mmx60mmx135cm absolute pro stent; however, it is unknown if the occlusion was due to restenosis or thrombosis. As treatment, a 5.0mmx40mmx120cm supera stent was deployed on (B)(6) 2013. On (B)(6) 2013, two 4.0mmx80mmx120cm supera stents were deployed to treat another lesion in the left leg. Reportedly, the patient has been experiencing intermittent pain and weakness in the left leg after walking for long periods. The weakness has been occurring prior to the deployment of the initial stent; however, the pain has been ongoing since deployment of the initial stent. The patient began taking plavix and aspirin after the initial procedure; however, the patient stopped taking both because of stomach issues experienced when taking them. Reportedly, restenosis in the left leg has been noted during an ultrasound in (B)(6) 2014; however, it is unknown which stent(s) are restenosed. Reportedly, further treatment of the left leg has been recommended; however, no procedure has been scheduled and it is currently unknown if any treatment will be performed. There was no additional information provided.